Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The power management board will be replaced.

Event description:
The hospital reported that, during boot-up, the unit had a system malfunction. There was no report of patient involvement.